Event description:
The international customer reported during pre-use checkout of the ventilator it was alarming due to a patient circuit problem. During evaluation, the manufacturers service technician confirmed the reported problem. The service technician reported finding a foreign object in the device at the leak hole which may result in a low leak occurrence. A low leak occurrence may pose a co2 rebreathing risk to the patient with ventilation continuing if possible. The service technician removed the foreign object and the reported problem resolved. Final testing was completed to operating specifications.

Manufacturer narrative:
Foreign object at leak hole.